Event description:
During placement of on-q pump catheter, tunneler with sheath, fractured when separating sheath from catheter resulting in two pieces being retained within the abdominal wall. Approximately 8-9 cm of the sheath was left in the abdominal wall on one of the pieces, and approximately 4-5 cm was left on the other piece.